Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an infusion set ripping off. The customer's blood glucose (bg) level was impacted (286 mg/dl), and was able to bring back down to target range. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (bg and infusion set information); however, no additional information regarding this event was provided.